Manufacturer narrative:
The reference c16004 has been allocated to this case by rayner. The patient underwent implantation of the superflex aspheric 920h iol in 2011. The patient's post-operative care consisted of "drops: dexamethasone 4 time per day within 1 week, after 3 times per day within 1 week, than 2 times per day within 1 week and 1 time per day within 1 week. Oftakwiks (levofloxacin) 4 times per day within 1 week, than 3 times per day within 1 week". The patient was diagnosed with open-angle glaucoma sometime in 2012. A trabulectomy was performed on the os eye on an unknown date in 2013 and the patient's glaucoma is reported as "compensated, without drops". The healthcare facility reports that the patient presented with iol opacification on (B)(6) 2015 approximately four years after undergoing implantation of the rayner superflex aspheric 920h iol. The patients condition on admittance to the hospital was: "vis od = 0,6 n/c., after surgery: vis os = 0,3 sph +1,0d cum cyl -4,5d ax 110 = 0,8 18.12.2015: vis os = 0,6 h/k." Remedial, corrective and preventive action was taken by the healthcare facility and on (B)(6) 2016 the superflex aspheric 920h iol was explanted. Rayner has been advised that the lens capsule was also removed and an alcon iq iol implanted as a replacement with sutural fixation. The root cause of the post-operative development of opacification is not known by rayner and no causality assessment has been provided by the healthcare professional in this case. The patient has glaucoma and this and the repeat surgeries may be a contributory factory to the development of opacification in this case; however, this is not possible to confirm. Rayner are working with the healthcare facility to obtain additional information to facilitate further investigation of the event and are also trying to establish if the iol is available for testing. Device not returned to manufacturer.

Event description:
Rayner intraocular lenses limited has received notification from a healthcare facility in (B)(4) of an event that occurred following implantation of a superflex aspheric 920h iol. The healthcare facility reports that the superflex aspheric 920h iol was implanted sometime in 2011 and that on (B)(6) 2015 opacification of the iol was observed.

Manufacturer narrative:
(B)(4). The patient underwent implantation of the superflex aspheric 920h iol in 2011. The patient's post-operative care consisted of "drops: dexamethasone 4 time per day within 1 week, after 3 times per day within 1 week, than 2 times per day within 1 week and 1 time per day within 1 week. Oftakwiks (levofloxacin) 4 times per day within 1 week, than 3 times per day within 1 week". The patient was diagnosed with open-angle glaucoma sometime in 2012. A trabulectomy was performed on the os eye on an unknown date in 2013 and the patients glaucoma is reported as "compensated, without drops". The healthcare facility reports that the patient presented with iol opacification on (B)(6) 2015 approximately four years after undergoing implantation of the rayner superflex aspheric 920h iol. The patients condition on admittance to the hospital was: "vis od = 0,6 n/c, after surgery: vis os = 0,3 sph +1,0d cum cyl -4,5d ax 110 = 0,8, 18.12.2015: vis os = 0,6 h/k". Remedial, corrective and preventive action was taken by the healthcare facility and on (B)(6) 2016 the superflex aspheric 920h iol was explanted. Rayner has been advised that the lens capsule was also removed and an alcon iq iol implanted as a replacement with sutural fixation. The root cause of the post-operative development of opacification is not known by rayner and no causality assessment has been provided by the healthcare professional in this case. The patient has glaucoma and this and the repeat surgeries may be a contributory factory to the development of opacification in this case; however, this is not possible to confirm. Rayner are working with the healthcare facility to obtain additional information to facilitate further investigation of the event and are also trying to establish if the iol is available for testing. Device not returned to manufacturer.

Event description:
Rayner intraocular lenses limited has received notification from a healthcare facility of an event that occurred following implantation of a superflex aspheric 920h iol. The healthcare facility reports that the superflex aspheric 920h iol was implanted sometime in 2011 and that on (B)(6) 2015 opacification of the iol was observed.